Manufacturer narrative:
Philips has investigated this complaint. According to the information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and determined that the wireless footswitch was defective. Upon functional analysis, fse found cause of the problem was found to be bad charge circuit of the footswitch. The philips engineer has replaced the wireless footswitch and wireless foot switch base station. At the time this complaint was received, philips did not have enough information to exclude this failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was defective. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.